Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they planned to conduct vascular closure with the involved angio-seal device after a percutaneous coronary intervention (pci) surgery in the left main. A pre-deployment angiogram confirmed with the indication. After the deployment, blood leakage was found. They pulled out the whole device and changed to a new angio-seal device to close. The second closure was successful, there was no obvious harm to the patient. The patient's condition was stable. Bleeding occurred in the procedure room. The patient was recovering and there was no consequence. Additional information was received on 16oct2019. A 6fr sheath was used. Blood loss was less than 250cc.